Event description:
The port was placed 9/5/96 for chemotherapy. On 10/12/96, the nurse was attempting to access the port with normal saline when the area around the port began to swell. A dye study was done which showed the port and catheter had become disconnected.